Event description:
Medtronic received information that battery cap cracked/damaged, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
2032227-060322-002-c. (B)(4). S.w version 3.18e. Unable to confirm battery cap damage due to insulin pump received without the original battery cap. A test battery cap locks securely into place and the insulin pump powered up properly. Insulin pump was received with a cracked keypad overlay and a broken belt clip rails. The test reservoir does lock properly inside the reservoir tube. Insulin pump passed the displacement test.